Event description:
It was reported that the patient was bradycardic. The leads experienced high impedance. The right ventricular lead was not capturing. The leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a resistance/impedance increase for both leads. There was high impedance on the right ventricular lead starting the week of (B)(4)-2011 and on the atrial lead starting the week of (B)(4)-2011.

Event description:
It was reported that the patient was bradycardic. The leads experienced high impedance. The right ventricular lead was not capturing. The leads were capped and replaced with new leads. No patient complications have been reported as a result of this event. It was reported that the patient had bradycardia. The right atrial and right ventricular leads had high impedance, and the right ventricular lead was not capturing. The leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.